Event description:
It was reported that "it is alleged by the pt that in 2006 she had a double bunionectomy with double joint replacement completed." She further alleges that, "on the next month, the left external hardware needed to be removed, and alleged there was an injury related to the use of the device".

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the add'l info or device becomes available a supplemental report will be issued. Same pt as medwatch report no 8031020-2007-00020.